Event description:
A nurse reported that a young boy was admitted to hospital with ketoacidosis due to readings obtained on his freestyle flash meter in the incorrect unit of measure. The pt had readings of approximately 400 mg/dl which he misread as 4.00 mmol/l and so did not take any medication.

Manufacturer narrative:
(B)(4).